Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was receiving morphine [10.0 mg/ml] at a rate of 4.0 mg/day and bupivacaine [10.0 mcg/ml] at a rate of 4.0 mcg/day via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and chronic low back pain. It was reported that, starting in (B)(6) 2015, the patient felt a vibration sensation coming from the pump every 3-5 minutes. It would start slow and then get stronger, but it only lasted maybe a few seconds before stopping. The vibrations were coming down her hip on the right side of her buttocks and into her groin area. It was noted that the pump was implanted posteriorly on that same side. The vibration started at the bottom of the pump and traveled over to the groin area and down her upper leg. At the time of report, the patient wasn¿t originally experiencing the sensation, but later started to experience it. She reached around and reported that it did not feel like a muscle twitching; she didn¿t feel anything. The patient didn¿t think the vibration was related to the muscle because it traveled down her leg. It was noted that the pump was loose in the pocket, and the pump area and the muscle underneath the pump were really sore. It was indicated that the change in symptoms has been sudden. The patient had an appointment with the healthcare provider (hcp) on (B)(6) 2016 and planned to follow-up with the hcp. Information related to the cause of the event, troubleshooting performed and actions/interventions taken was not reported. Further follow-up was being requested to obtain additional information.